Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. B3: exact event date unk, entered (B)(6) 2026 as only the year was provided. D4: batch # a98p3j. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection, the returned el5ml device exhibited no damage to external components. Functional testing was performed to reproduce the reported issue; during cycling, the clips failed to feed into the jaws. The device was disassembled to evaluate internal components. Inspection identified a damaged feeder shoe tab that prevented proper clip feeding, and fourteen (14) clips were found lodged inside the clip track. The damaged feeder shoe tab is the likely cause of the feeding failure. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch a98p3j number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, two ligamax el5ml clip appliers failed. One failed to fire and the other one was showing orange indicator straight out of box as if no clips. No patient harm as appliers did not fire.